Event description:
I had lasik surgery to correct my vision and eliminate the need for glasses or contacts mostly for outdoor activities. After the surgery, my eye sight appeared to be okay based on the initial exams. I was told the halos would go away over time, but could take up to a year. Over the past year, I have noticed that when I'm outside, it is way brighter than it was before, to the point that I have to squint or put my hand above my eyes in order to see. Blue lighted signs are extremely blurry, even from close distances, whether it is day or night. I see large halos around light and can even notice them during the day where the sun is reflecting off of objects. Severe dry eyes have been a daily issue since the surgery was performed. I've tried otc drops, eye supplements, prescription eye drops, and punctal plugs, and none of those have relieved my dry eyes. Drops will help for less than 30 minutes before my eyes start getting dry again. I'm afraid to get a "touch-up" or "enhancement" since my initial results were awful. My eye sight is not 20/20 as they have it documented. The last visit I had at (B)(6) I had hard time reading the 20/20 line but they recorded it incorrectly. I asked them if a touch up or glasses would be helpful and they said that it was too soon after the surgery and also that my eye sight isn't bad enough to write a prescription for glasses. When I filed a claim with (B)(4) they basically brushed off the side effects that I listed and focused solely on the recorded 20/20 vision that they recorded. They reviewed my medical history and hinted that my epilepsy medication could be the cause of my blurry vision since it is listed as a side effect. I didn't start my new epilepsy medication until late spring 2016 and didn't notice any issues with my old or new medication that would have been related. They discounted the dry eyes as being a potential issue as well.